Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-ttte and lot number1191338, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported by a patient that she had undergone a left tka procedure on (B)(6) 2015. Patient states that almost immediately after the surgery, within weeks, the patient began to have problems with swelling which required draining several times. Patient states therapy was very difficult with her joint continually popping out of place and she was experiencing a popping sound. Patient sought a second opinion and the second surgeon concluded that the joint was loose and would need to be replaced. Surgeon recommended waiting a year from original surgery to allow her body to heal. On (B)(6) 2016 patient underwent a revision left tka procedure at a different facility, performed by the second opinion surgeon. During the revision surgery the new surgeon explanted the following arthrex products: tibial tray, ar-503-ttte, lot 1191338 (cc102620 line 178606), femoral implant, ar-516-4l, lot 108761334 (cc102620 line 178609), bearing implant, ar-513-be12, lot 113601433 (cc102620 line 178610) and patella implant, ar-504-psc9, lot 113601324 (cc102620 line 178611). The new surgeon completed the procedure using another manufacturer's product. Patient had called the FDA and was instructed to contact arthrex to report the revision surgery. Medical records dated (B)(6) 2015 (last visit with original surgeon) noted: at time patient was 8 months post op left tkr with patella subluxation that developed 5 months post op. It was noted there was no history of any trauma. Patient had mild effusion of the left knee but no pain with flexion or extension. Also noted was that the patella relocated with active extension from flexion and remains located with motion with lateral patella pressure. Patient was noted to have clinical patella subluxation. Was able to ambulate reasonably well. At time of visit patient was to try a knee sleeve with patella buttress and be re-evaluated in three months. Patient has been asked to provide medical records from second surgeon as well as x-rays from second surgeon and operative reports for both surgeries.